Manufacturer narrative:
No device has been returned to olympus for evaluation. However, olympus cannot conclusively determine the exact cause of the reported phenomenon. Olympus will continue to investigate this report, and if additional significant information becomes available at a later time, this report will be supplemented. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received notification on (B)(6) 2015 that a lawsuit was filed alleging that a patient who underwent a gynecologic surgery for what were thought to be benign fibroid tumors and post menopausal bleeding using a morcellator was subsequently diagnosed with endometrial cancer. The lawsuit alleges that patient's treating oncologist concluded that it was a post site metastasis. Olympus contacted the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results.